Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridges were filled with 150 units of insulin. Customer's blood glucose level was 133 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.